Event description:
Philips received a complaint by the customer on the v60 indicating that a "proximal pressure sensor autozero" error message was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) engineer confirmed the reported problem and found that the data acquisition board was faulty upon checking the device. The asp engineer replaced the data acquisition board to resolve the issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: shanghai city dongsong international export and export trade co. Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00304. All information from the original report(s) has been transferred to this report.